Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a generator replacement procedure. During the procedure, the new pacemaker could not pace properly when the lead was attached. Another pacemaker was used. The patient did not experience any adverse consequences.